Manufacturer narrative:
(B)(4). Method: the complaint bc191 flexitrunk infant nasal tubing was not returned to the fisher & paykel healthcare (f&p) for evaluation. Our investigation is therefore based on the information and photograph provided by the customer. Results: the visual inspection of the provided photograph revealed the lower tube of the bc191-05 is torn near the circuit connector between the 5th and 6th spiral where it is screwed into the tubing. Conclusion: without the complaint device, we are unable to determine the cause of the reported failure. However, it is likely to have been caused by pulling of the tubing. All flexitrunk nasal tubings are visually inspected and pressure tested before leaving the production line and those that fail are rejected. This suggests that the damage on the subject nasal tubing occurred after it was released for distribution. Our user instructions the accompany the flexitrunk infant nasal tubing state: "use caution when positioning the infant interface. Avoid excessive pull forces, sharp objects and tubing holders. Damage to the tubing may cause loss of pressure and require immediate replacement." A caution insert is included in the packaging to remind the user to take extra care when handling the flexitrunk.

Event description:
A distributor in (B)(6) reported on behalf of a healthcare facility via a fisher and paykel healthcare (f&p) field representative that a bc191 flexitrunk infant nasal tubing was found damaged during use. There was no patient consequence.